Event description:
Patient began to feel "unwell" fatigued 24 hrs before admission to the hospital.batteries were only lasting 6 hrs, instead of 12 hrs. Power spikes to 25.0, red heart alarm, on admission to hospital ldh 992, inr 2.7, low flow alarms, power spikes.